Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated pairing failures between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, with multiple pairing attempts over several hours resulting in failure alerts despite entering the pairing code and toggling settings as instructed. No adverse clinical symptoms reported. Outcomes included the user deciding to contact the sensor manufacturer for a replacement and to insert a final available sensor. User support included guided troubleshooting and education on correct sensor selection, code entry, and alarm checks. Investigation of this case revealed that the ilet did not complete cgm pairing, consistent with a sensor-to-pump communication or compatibility problem localized to the pairing process rather than the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was likely a cgm pairing failure related to the external sensor system rather than an ilet device malfunction.